Manufacturer narrative:
72402970, 342505012, reservoir 65 ml iz.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to pump leaking. All components were explanted and replaced. Additional information was received. There was a hole and a large bubble in the pump. The device would not pump up. No adverse patient effects.